Event description:
The customer reported that during a procedure the system's radiation exposure button would not shut off and the emergency stop switch had to be activated. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The 5 volt dc power supply for the main frame was increased to 5.20 vdc. The system was tested and found to be working as intended and put back into service.